Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the pt underwent a primary left l4-l5 spinal root decompression. Within that same month, the pt presented with persistent left lower extremity pain and persistent left lower extremity paresthesia. The investigator noted the event as moderate in intensity. Pt was administered epidural steroid injection and prescribed a medrol dose pak, neurontin (300mg tid), and restoril (30mg hs). The event resolved with treatment in 3/99. The event was classified as unrelated to adcon-l. The event was considered an idiosyncratic effect.